Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services stating that lv lead has been turned off because it was dislodged. In addition, the patient has been feeling tired before implant with no change since implant. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)